Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted posteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. The perforated struts are within the soft tissues. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted posteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. The perforated struts are within the soft tissues. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient had bilateral pulmonary emboli and a history of recent craniotomy. The filter was placed just below the level of the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted posteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. The perforated struts are within the soft tissues. Approximately a year and eight months later, the axial CT abdomen and pelvis with coronal and sagittal reformatted images was submitted for review of the ivc, the filter position, and related findings. Per review findings, the ivc filter is tilted posteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end and does contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. The perforated struts are within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter tilt and device unable to be retrieved. The patient also reports suffering from anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted posteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. The perforated struts are within the soft tissues. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the patient had bilateral pulmonary emboli and a history of recent craniotomy. The filter was placed via the right internal jugular vein just below the level of the renal veins. The patient tolerated the procedure well. Per the medical records, the patient had a CT of the abdomen and pelvis approximately fourteen years and six months post implantation. Approximately a year and eight months later, the axial CT abdomen and pelvis with coronal and sagittal reformatted images was submitted for review of the ivc, the filter position, and related findings. Per review findings, the ivc filter is tilted posteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end and does contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. The perforated struts are within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately sixteen years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter tilt and device unable to be retrieved. The patient also reports suffering from anxiety related to the possibility that the filter could get worse and/or lead to other injury, up to and including death.